Event description:
It was reported that the pulse generator could not be interrogated. The patient was moved to a different room and interrogation was possible. Full data retrieval was not achieved. Additional testing was planned to be performed at the patients next follow-up visit.

Manufacturer narrative:
.